Event description:
It was reported, that post on (B)(6) 2024. Patient was unable to move left leg for a while. Physician observed, the patient over a couple of hours and patient slowly started regaining feeling in legs. Patient was admitted into the hospital for further evaluation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.